Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "rn was in room cleaning up patient when he rolled over onto his side unexpectedly attempting to remove his brief before rn was able to. In doing this, the cvc's distal port separated from the line below where the brown hub meets the clear tubing." No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "rn was in room cleaning up patient when he rolled over onto his side unexpectedly attempting to remove his brief before rn was able to. In doing this, the cvc's distal port separated from the line below where the brown hub meets the clear tubing." No patient injury reported.